Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a removal surgery distal femur fracture with the extract screw. The surgery was completed successfully with no delay. The extract-screw broke and remained inside the locking head. Therefore, the surgeon attempted to separate the plate from screw with the carbide drill, but the extract-screw was so hard that it could not be cut away at all. The surgeon gave up on removal and completed the surgery leaving one plate and screw in place. The surgeon mentioned that the broken part of the extract-screw remained in the screw head, making it impossible to cut it out with the carbide drill, and that he could not separate the plate from the screw and had to choose to let it remain in the body. The surgeon also mentioned that he used a short-handle extraction drill and assumed that the possibility of breakage was low.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 422.254s. Lot number: 765p513. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05 may 2022. Manufacturing site: jabil grenchen. Expiry date: 01 apr 2032. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.